Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for a total of two patient samples tested for total (free + complexed) psa - prostate-specific antigen (tpsa) and a third patient sample tested for troponin. It was asked, but it is not known what specific troponin test was used. Of the two samples tested for tpsa, one had an erroneous result that was reported outside of the laboratory. It was asked, but it is not known if an erroneous result was reported outside of the laboratory for the sample that was tested for troponin. The first sample, which was tested for tpsa, initially resulted as 2.5 ug/l. The 2.5 ug/l value was reported outside of the laboratory and was questioned by the physician. The test was repeated and resulted as 2.8 ug/l. A new reagent pack placed on the instrument and controls on this pack were tested; controls were ok. The sample was repeated again at a 1:50 dilution and resulted as 328 ug/l, which matched the clinical history of the patient. The sample was also repeated an additional time to check. A specific value was not provided for this additional repeat. The patient was not adversely affected. It was noted that the initial result for this sample was obtained when using a reagent pack that had a low number of tests remaining in it. Other samples tested after this sample were also repeated with the new reagent pack and no results were different when compared to the previous results with the previous pack. On (B)(6)2015, the customer stated during the previous week, they had a with troponin results as follows: 111, <10, 170, and 170. No units of measure were provided. It is not known if erroneous results were reported outside of the laboratory or if the patient was adversely affected. The information was requested but not provided. No adverse events were alleged. The field service engineer found the mixing paddle was slightly bent. The mixing paddle was replaced. The probe to the reaction vessel was aligned slightly to the left. The engineer assisted the technician in adjusting the probe to it's correct position. The tpsa reagent lot number was 181675, with an expiration date of 01/31/2016. It was asked, but is not known what the catalog number, lot number, and expiration date were used for the troponin test.

Manufacturer narrative:
The field service engineer has confirmed that the instrument is running fine. The customer also states that they have not had any further issues.